Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was unable to be reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" However true or false alarms cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose tubing guide. Downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.